Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead exhibited high, out of range pacing impedance measurements (>3000 ohms). The physician alleged that the cause of the out of range impedance was insulation damage to both leads, which was confirmed via diagnostic imaging. The physician elected to surgically cap and abandon both the rv and lv leads. A new system was implanted on the right side of the patient due to poor vascular structure to resolve the event. The leads remain implanted, but out of service. The patient was stable with no additional adverse consequences.